Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d information references the main component of the system and other applicable components are: product ID 978b128 (lot: va2xs54); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient states that shortly after implant they were having pain around the incision site. Patient states that they had it looked at and there was no infection. Patient stated that they started having the same pain again last week or early this week. Patient reports that they were feeling the pain on two different programs 6 and 7. Agent asked if the patient had tried adjusting the stimulation down and patient stated that they felt pain even at .1. Patient then stated that they had to have the stimulation completely off or it caused a burning sensation right where the leads were put in. The patient was redirected to their healthcare provider to further address the issue. The patient stated that prior to calling, they did speak to the hcp and was redirected to ps. Pss reviewed hcp would be the best resource to further assist with the issue.